Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm how many patients had permanent recurrent laryngeal injuries using the harmonic scalpel? Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: comparison of surgical outcomes between harmonic acetm and ligasure precise tm in conventional thyroidectomy of papillary thyroid carcinoma: a prospective randomized study (preliminary report). Author : kim s.; chang e.; kim e.; kwak h.; chae b.; song b.; jung s.; bae j citation: thyroid. Conference: 82nd annual meeting of the american thyroid association. Quebec city, qc canada. Conference publication: (var.pagings). 22 (suppl. 1) (pp a69), 2012. Ovidui_04.02.01.008, sourceid head. The objective of this prospective randomized study was to determine if there are any differences in operative time, clinical results, and morbidities between the ultrasonic coagulation device (harmonic scalpel) and bipolar energy-sealing system (ligasure). A total of 146 patients who needed a thyroidectomy for papillary thyroid cancer were randomized to either harmonic acetm (h) or ligasure precisetm (l). There was no difference in the percentage of patients developing permanent recurrent laryngeal nerve injuries. The authors concluded that there were no significant differences in the postoperative results and complications between the two devices.